Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - cable/wire/part and lot numbers are unknown; UDI number is unknown. Without the specific part number the device history records review could not be completed; and the UDI number is unknown. Complainant part is not expected to be returned for manufacturer review. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that while tightening the wire the wire twirled itself up into the single threads and got suck in the wire. No patient impact. Surgery could be completed without any issues. Cable tensioner is now not usable anymore. No surgery delay. Wire was discarded. Lot and ref # of wire unknown. This complaint involves one (1) device unk - cable/wire. This is report 1 of 1 for complaint (B)(4).